Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-02011 and 2134265-2017-02267. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. During the transseptal puncture and crossing, they ended up switching the transseptal sheath to this double curve watchman® access system. They obtained position with a pigtail in the laa where they walked the double curve access sheath into place. A 27mm watchman ® laa closure device was deployed but was noted to be too proximal in the ostium and was not a complete seal. Two partial recaptures and re-deployments were performed. They decided that the device was under compressed and was not effective. The first closure device was removed from the patient. As they were removing the first device, they performed an echocardiogram to see if there was a pericardial effusion and it revealed fluid around the apex of the heart. It was noted to be behind the right ventricle so at that point in time they made a decision to go back in with a pigtail and regain access with the was. They prepped and advanced a second 27mm closure device which they placed in the ostium of the appendage. The closure device was implanted with a complete seal and good compression. After deploying the closure device, but before they released the device, the patient became hypotensive and the anesthesiologist gave 50 meq of epinephrine. They prepped the chest and gained access to the pericardial space and drained 420 units of blood. They ended up also giving 50 meq of protamine. The epinephrine that was given stabilized the patient and they were monitored a solid 25 minutes, and everything resolved. The device was eventually released and the patient left the catheterization lab in stable position.